Event description:
No pt injury. Epileptic pt was being monitored for epileptic seizures. The central monitor dropped out, so when the pt had a seizure and pushed the pt event button, there was no response received at the nurses' central monitor station. The nursing staff heard the pt's seizure and were able to administer the appropriate care.